Manufacturer narrative:
Date of report : 18jul2019, date rec¿d by MFR : 19jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 15aug2019, date of report : 15aug2019. The touchscreen assembly was returned to the manufacturer for failure analysis. A visual inspection revealed no signs of damage or contamination. Further testing of the touchscreen determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll ) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (b)(6 2019. Date of this report: 23may2019. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer was unable to calibrate the unit's touchscreen. There was no patient involvement.